Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed and found to have a cracked instrument housing at the lower side of the housing cover. Additional observations that are not related to the customer reported complaint were also noted. The fenestrated bipolar forceps instrument was found with a dislodged and kinked flush tube guide. The housing was removed for inspection and the flush tube was found to be stuck inside. Furthermore, the instrument was noted to have damage to the conductor wire¿s insulation. The conductor wire was found with exposed internal wire; however, no thermal damage was observed, and no missing pieces of the insulation were found. The instrument passed the electrical continuity test. Various scratch marks with light material removed were found on the main tube. The scratch marks measured 0.107¿ ¿ 0.206¿ in length and did not align with the tube axis. The complaint was confirmed by failure analysis.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the housing of the fenestrated bipolar forceps was broken. The procedure was completed with no patient harm and no delays.